Event description:
A malfunction was reported with a pump, identified by the malfunction code "malf 12" and fault ID [0x2071]. There was no adverse impact to the customer's blood glucose level. The customer did not report resetting the pump within the last 24 hours and had experienced this malfunction at least three times. Technical support decided to replace the pump, confirming the customer's shipping address and instructing them on returning the faulty pump using a pre-paid label within ten days. The customer will use multiple daily injections (mdi) as a backup therapy. The customer was also informed about storing the pump before its return and acknowledged understanding these instructions.